Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be duplicated. The high voltage cable was repaired during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system experienced an immediate loss of system functionality and an un-commanded shut down. There is no report of a patient injury or death associated with this event.